Event description:
Spontaneous call from pt's wife, who informed me of a pump issue. Explained that we will be shipping a new pump out for him. No further info is known. (B)(4), pump is not working. Lost programming. No interruptions in therapy. Pt is using backup pump. No adverse events resulted. Reported to (B)(4).